Event description:
It was rpeorted that a cystoscopy was performed after the pt showed no improvement and exposed implant material was found in the pt's bladder. The pt had another unsuccessful bulking procedure performed prior to this one. The pt remains incontinent.